Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (lot #hy3128, 20 mg/ml, 7.209 mg/day), and unknown baclofen (lot #ba4113, 25 mcg/ml, 9.012 mcg/day) via an implantable infusion pump, which was noted as ongoing as of (B)(6) 2015. Indications for use included non-malignant pain and failed back surgery syndrome. The patient's pertinent medical history included an allergy to levofloxacin, a history of brain trauma, endocrine dysfunction from lack of pituitary secondary to brain trauma, tremor, foot fusion, back surgeries, shoulder surgery, right foot amputation and right femur rodding. Other medications the patient was taking at the time of the event included oxycontin, oxycodone, hydrocortisone, bupropion, fluoxetine, propranolol, nuvigil, and trazadone. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2015. A motor stall occurred that same day ((B)(6) 2015), and a tube set message occurred on (B)(6) 2015. A motor stall recovery was recorded on (B)(6) 2015, at the same time the pump was interrogated. There was no audible alarming and the patient had no therapy issues reported. The reporter was unsure if the patient had the pump status checked post-MRI, as the patient was being seen for the first time with that hcp. It was discussed with the reporter to monitor the pump (for alarming) and the patient (for therapy), and to check for a volume discrepancy. There were no patient symptoms reported.